Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was later reported that the correct volume was never programmed with the physician programmer.

Event description:
It was reported that a pump alarm was heard, and telemetry confirmed that it was a non-critical alarm due to the low reservoir volume being reached. When the programmer was checked on the day of report, it showed that there was 0.8ml left in the pump. It was indicated that the healthcare provider (hcp) questioned the validity of the information because they had refilled the pump a few weeks earlier. The hcp sent the reporter a print report from the prior refill and a report from the day of report. It was recommended to the reporter that the hcp look for a session data report from the prior refill. If there was no session data report, it would be possible that the pump was not updated at that time. It was confirmed that the patient was getting good therapy and the only issue was that she had to drive several hours to get the alarm resolved. The patient was still able to use her personal therapy manager (ptm) and the programming was not changed from the previous refills, so the patient was still getting the same therapeutic dosing. The reporter was going to follow-up with the physician assistant to discuss updating the programming to reflect the proper reservoir volume. It was later reported that the clinician did not update the pump after it was filled. The error was resolved once the patient returned to the clinic to have the pump updated. The patient experienced no symptoms. At the time of report, the patient was receiving effective therapy. The device system was being used to deliver morphine.